Manufacturer narrative:
Corrected: device evaluated by mfg? Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the device was not starting at 00:00. Upon troubleshooting actions, rse identified that the computer managing the flexvision monitor in cabinet b was non-functional, which was subsequently resolved by activating the power button on the cabinet. A review of the system logfiles found that the host pc was not connecting to the flexvision pc. Philips field service engineer (fse) inspected the system onsite and reinstalled the os and applications of the flexvision pc. After reinstalling the os and applications, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to start up, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the device was not starting at 00:00. Upon troubleshooting actions, rse identified that the computer managing the flexvision monitor in cabinet b was non-functional, which was subsequently resolved by activating the power button on the cabinet. A review of the system logfiles found that the host pc was not connecting to the flexvision pc. Philips field service engineer (fse) inspected the system onsite and reinstalled the os and applications of the flexvision pc. After reinstalling the os and applications, the system was returned to use in good working order.the codes were updated based on the investigation outcome.